Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f323 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f323 for the reported issue shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress, and the complaint kit has not been received for evaluation. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a blood leak during the treatment procedure. Customer stated during buffy coat collection phase of the procedure the leak occurred. Approximately 1567 ml of whole blood was processed at the time of the leak. The customer stated the leak occurred around the pump tubing organizer (pto); however, could not determine exactly where the leak was coming from. The customer aborted the procedure and did not return blood to the patient. Customer stated the patient is stable and no medical intervention was needed. Customer stated they will return the kit for investigation and has returned photographs.

Manufacturer narrative:
Correction: customer did not return the product for evaluation. A photo analysis was conducted for this complaint. A review of the customer provided photographs confirmed a blood leak occurred on the pump deck around the pump tubing organizer (pto) during the treatment procedure. The exact location of the leak could not be determined based on the photographs provided. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. Kits are 100% leak tested prior to packaging and a leak such as this would have been detected during the in process testing. No manufacturing defects could be identified through the investigation. No further action is required at this time. This investigation is now complete. (B)(4).